Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to normal battery depletion. No allegations have been received regarding device performance. This event was created due to laboratory analysis.